Event description:
It is reported patient had revision surgery for failed ifs implant. The barbed portion pulled out and reduction was lost.

Manufacturer narrative:
At the time of the initial report, the investigation is not complete. The report will be updated once the investigation is completed.